Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) via email alleging that a one touch verio meter read inaccurately high compared to 2 other meters. The patient reported blood glucose results of 3.8 mmol/l with a lifescan meter, 2.0 mmol/l on a 2nd meter, and "2.2 mmol/l" on a 3rd meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of the "3.8 and 2.0 mmol/l" glucose results exceeds lifescan's criteria for accuracy testing. The patient did not allege any harm or injury because of the reported issue. The patient was advised to contact lifescan to provide additional information. At this time, there is no evidence that the patient has made any subsequent contacts with lifescan. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing.

Manufacturer narrative:
The 510 (k) # is k093745.